Manufacturer narrative:
One sample of item#: c42014e-07, lot #: 23079266 was submitted for quality evaluation. The customer complaint of misassembly was verified by visual inspection. Investigation of the sample shows that the tubing of the extension set was inserted incorrectly in the roller clamp, and does not go through the entire roller clamp. The tubing is inserted into one side of the roller clamp body, but exits the roller clamp body through the opening in the clamp body meant for the movement of the roller. There were no additional issues with the sample. A device history record review for model c42014e-07 lot number 23079266 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue is a misassembly during the assembly of the infusion set. Further investigation was conducted at the manufacturing facility and it was determined that not using the assembly fixture caused the roller clamp to not be installed correctly. A work order has been established to carry out an inspection of the assembly fixtures. Additionally, a quality alert was created and communicated to the production personnel to reinforce the escalation process and notify staff when a fixture is damaged. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information. Material #: c42014e-07, batch #: 23079266. It was reported by customer that when tubing was opened it was noted that the clamp was not placed correctly on tubing making it not functional. Verbatim: rcc received a complaint via email. Email(s) attached. When tubing was opened it was noted that the clamp was not placed correctly on tubing making it not functional. Xxx has product saved at the site for investigation, if needed. Response received 25 sep 2023. How many occurrences of the defective set(s)? Only 1 set at this time. Kindly confirm whether or not there was patient involvement. Defective clamp was found before it reached the patient. Addt response received 26 sep 2023. The lot number is (10)23079266. Product will be going out today.

Event description:
It was reported while using bd smartsite alaris check valve 4 needle gravity set the tubing clamp was damaged. There was no report of patient impact. The following information was provided by the initial reporter: when tubing was opened it was noted that the clamp was not placed correctly on tubing making it not functional. Xxx has product saved at the site for investigation, if needed. Response received 25 sep 2023 : how many occurrences of the defective set(s)? Only 1 set at this time. Kindly confirm whether or not there was patient involvement. Defective clamp was found before it reached the patient. Addt response received 26 sep 2023: the lot number is (10)23079266. Product will be going out today.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.